Event description:
On 13-jan-2026, a sales representative reported via email that an ar-2325bcc biocomposite swivelock broke upon insertion. All broken pieces were removed, and the procedure was completed using another anchor. This issue was discovered during a brostrom procedure performed on (B)(6) 2026. Additional information was received on 20-jan-2025: the anchor was removed from the patient, and all fragments were successfully retrieved. The procedure was completed using an ar-2325bcc biocomposite labral swivelock anchor. There was no case delay, and no additional anesthesia was required.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.